Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify no delivery alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer states they were able to troubleshoot for a potential reservoir and infusion set issue at this time. No harm requiring medical intervention was reported. The device will be returned for analysis.